Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports via phone that staff started performing a retrograde cystogram on (B)(6) female, when the fluoro failed. Physician aborted the procedure and rescheduled the pt for (B)(6), 2012. No reported injury.